Event description:
The customer medwatch #(B)(4) reports that "as surgeon used lap scissors during operating room procedure, the curved metz scissor tip became partially dislodged from the handle. The surgeon was able to push the tip back on the handle and out of the abdomen and trocar. No patient harm."

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.